Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that a piece of the drive support cap has broken off. Customer states the insulin pump alarmed no delivery. Customer's blood glucose reading is 186 mg/dl. During troubleshooting, the insulin alarmed no delivery during manual prime process. Advised customer that insulin pump must be replaced. Nothing further reported.